Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication leading to the patient's death cannot be determined. A system log review for the reported procedure date found no relevant errors. Additionally, review of the 5 procedures performed with this system after the reported event found there were no system errors logged by the system during use. A device history record review found no non-conformances identified to be related to this event. Review of the device logs for the instruments used during the reported procedure found that the endoscope and all of the multi-use instruments used in the procedure (endoscope plus 30 degree camera, long bipolar grasper, cadiere forceps, tip-up fenestrated grasper, and large needle driver) were used in subsequent procedures, with the exception of the monopolar curved scissors. The only single-use device, the sureform 45 curved-tip stapler, was not used in any subsequent procedures. A site history review shows no complaints have been filed against any of the instruments or the endoscope used during the procedure. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that based on the information provided in the summary of events, the patient in this report was undergoing a pulmonary lobectomy when an injury occurred to the pulmonary artery as the surgeon was trying to dissect the vessel with the monopolar scissors. While no allegation has been made against any intuitive product, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted lung resection procedure, the patient's pulmonary artery (pa) was accidentally nicked with the monopolar curved scissors instrument while the surgeon was skeletonizing near the vessel. The large needle driver was also in use at the time; the surgeon used the large needle driver to clamp down on the pa, and they went through an emergency undocking procedure to convert the case to thoracotomy. During this process, the artery began to bleed profusely. The blood obscured the endoscope camera, and visualization was lost. The procedure was converted to thoracotomy. Details regarding the completion of the procedure were not provided. The patient reportedly coded a few times in the 12 hours following the surgical procedure. The patient passed away shortly after midnight on the following day. Per the surgeon, the patient's cause of death was cardiac arrest secondary to hemorrhage. The surgeon confirmed that no malfunction of an intuitive surgical, inc. System, instrument, or accessory occurred during the procedure.